Manufacturer narrative:
Block h6 (device codes): problem code a1005 captures the reportable event of overheating of device.

Event description:
It was reported to boston scientific corporation that an exalt model b monitor's power cable stopped working on (B)(6) 2025. The power cable was overheating and not providing charge to the monitor. There was no patient involvement.

Event description:
It was reported to boston scientific corporation that an exalt model b monitor's power cable stopped working on (B)(6) 2025. The power cable was overheating and not providing charge to the monitor. There was no patient involvement.

Manufacturer narrative:
Block h6 (device codes): problem code a1005 captures the reportable event of overheating of device. Block h11: the returned exalt model b monitor was analyzed, the power supply's output cable was damaged. The reported event was confirmed. The damaged component could have affected the device performance and its integrity leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the probable cause selected is traced to component failure.